Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue file broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
The returned reciproc blue file r25 8/100 25mm 025 is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batches #1629585, #1626363, #1628040, #1630271, #1630307, #1630319, #1630664 and #1631024). Root causes are not identified. We will track this kind of event and monitor the trend. Additional information was received indicating that the broken portion of the file was removed from the patient's tooth.